Event description:
The company was informed that during the revision surgery, the patient experienced a csf leak. The patient's cochleostomy was initially packed with multiple pieces of temporalis facia. However, this did not resolve the issue. Addition of the tisseel tissue glue to the temporalis fascia slowed down the csf leak.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's csf leak was stopped and hemostasis was achieved. This is the final report.